Event description:
A pt reported that she was treated to the lateral oral commisures, glabella, nasolabial folds and transverse chin line on 8/16/96. There was immediate bruising and pain at the glabellar injection site. The other areas of treatment were asymptomatic. Over the course of the next few days, the pt experienced pain when the site was touched, white "pustules" and crusting at one glabellar crease only. The physician noted subsequent tissue breakdown resulting in a partial thickness tissue loss. The pt was seen on 9/5/96 with a resolving eschar at the site. The physician's impression was possible local necrosis; an antibiotic ointment was prescribed. On 12/30/96, the pt described the glabellar site as slightly pink with a depression that looked "white" in the center.